Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 39.6cm from the hub. There are multiple kinks along the hypotube and shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the hypotube is separated.

Event description:
It was reported that the catheter was separated and wire entanglement occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the catheter's shaft separated outside the patient due to deformation of the wire, which became caught and entangled. Attempts to pull it out resulted in the separation of the shaft. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the catheter was separated and wire entanglement occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the catheter's shaft separated outside the patient due to deformation of the wire, which became caught and entangled. Attempts to pull it out resulted in the separation of the shaft. The procedure was completed with a different device. No patient complications were reported.